Event description:
It was reported that there was a telemetry issue with the device as a save to disk was done but was corrupt. No further actions were taken and the device remains in use. The patient is enrolled in the wrap-it (world-wide randomized antibiotic envelope infection prevention trial) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.